Event description:
It is reported that the patient has a cal error alarm on their insulin pump. Patient's blood glucose level is 157 mg/dl. Trouble shooting is conducted and device is reset. Device is not being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.